Event description:
A vague report was received that a medication did not infuse as expected. There was no report of patient harm. Medical intervention was not required. Although requested, no further patient or event details were provided.

Manufacturer narrative:
(B)(4). The customer indicated that event logs would be sent for evaluation, however they have not been received yet. A follow up report will be submitted with evaluation results should the logs or devices be received.